Event description:
It was reported that a patient had good clinical benefit for approximately five consecutive days after being post-operatively programmed. The patient was then transferred to a bed by nursing staff and felt pain in the left side of his neck. Following the incident the right hand tremor returned. The reporter stated that an x-ray was taken and revealed the possibility that the lead and extension connection did not line up. Voltage through the subthalamic nucleus was subsequently reduced to 0.0 v and impedance measurements did not indicate any out of range results. It was reported that surgery was performed on (B)(6) 2012 to investigate the connection and test the lead intra-operatively. Testing revealed no clinical benefit or reproduction of side effects at 10.5 v. The lead was replaced during further surgery on (B)(6) 2012. A follow-up report will be made if additional information becomes available.

Event description:
Additional information indicated that the patient had recovered without seqeula and with good symptom control.

Manufacturer narrative:
(B)(4): analysis of the lead found no anomaly. (B)(4).

Manufacturer narrative:
Product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: extension; product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: extension; product ID: 338740, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead; product ID: 338740, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.